Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, mode switch and header issue on the pacemaker. Device interrogation revealed noise oversensing leading to pacing inhibition and fracture on the right ventricular (rv) lead. Device interrogation revealed noise oversensing leading to pacing inhibition, mode switch and fracture on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 27.1cm to 27.3cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information notes that the right ventricular (rv) lead, the atrial (ra) lead, and the pacemaker, was explanted and replaced and no fracture was noted on both leads. The patient was in stable condition.